Event description:
Pt was using a device known as a pvc pipe shower/commode chair to get in the shower when the caster broke off the shower/commode chair causing the user to fall to the flood and receive (serious) lower back damage and they are now still being treated for this injury that happened with 20 mg of baclofen twice a day and physical therapy twice a week.